Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted torque wrench confirmed fracture of the metal hex socket portion of the instrument. The root cause is attributed to combination of bending and torsion overload. When the wrench was used to tighten a bolt, torsion force applied attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened. Based on the inability to identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Femoral adaptor torque wrench cracked at head and broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.